Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) or erbe due to error c-34. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. A return material authorization (RMA) has been issued for the return of the erbe.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, c-34 error occurred on vio dv integrated electrosurgical unit (iesu) or erbe, and the erbe had no monopolar energy output. Customer received phone assistance from intuitive surgical, inc. (Isi) technical support engineer (tse). Tse could not review the logs because onsite was not connected. Customer replaced monopolar energy cable and used the other monopolar port, but the issue was not resolved. Customer did not have a spare esu. The second da vinci system was not available. Customer continued the procedure with the same erbe without coagulation function. The procedure was completed as planned with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the integrated electrosurgical unit (iesu) or erbe for failure analysis completion. During power-on test, the error c-34 error was found, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The complaint was confirmed by failure analysis. The probable cause of error c-34 is attributed to a faulty electrical component inside the erbe generator. This error indicates a lower voltage than expected during energy activation.